Manufacturer narrative:
The field service technician replaced the power switch and returned the unit to service.

Event description:
It was reported that the power switch heated up. There was no patient involvement and no adverse consequences associated with this event.